Manufacturer narrative:
Per the initial reporter, a device will not be returned. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an endovascular aneurysm repair (evar) in the aorta, after introducing all the evar components, the introducer was switched for a 12 fr performer introducer. The performer introducer was observed to be heavily leaking blood from the valve and hemostasis was unable to be maintained, even when a 0.035 inch diameter wire guide and catheters (reporter specified that another manufacturer's 5 fr catheter was used) were passed through the valve. Due to the leakage, the procedure was required to be performed quickly, but was able to be successfully completed. No intervention was required. Everything was placed in the center of the introducer and the membrane was not punctured. Access was gained through the right leg via a contralateral approach. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence (refer to medwatch 1820334-2018-00393). It was noted that similar events with leakage have occurred previously with other 12 fr performer introducers (current report - medwatch 1820334-2018-00540) and a 14 fr performer introducer (refer to medwatch 1820334-2018-00394). Per the initial reporter, no additional information is available.

Manufacturer narrative:
Additional information received on 01mar2018: describe event or problem narrative: it was later clarified by the customer in a response to a request for additional information that no similar leakage events occurred previously with other 12 fr performer introducers. A follow-up report will not be submitted as per additional information, the device failure(s) documented per this report did not occur.